Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), prior to attempted inflation of the 26mm commander delivery system, no balloon aortic valvuloplasty (bav) was performed. During deployment of the 26mm sapien 3 valve, the commander balloon burst.  It was not possible to get the balloon back into the esheath, therefore the commander and esheath were carefully removed as a unit. The valve was then 2x post dilated with a 26mm z-med balloon and the final result was good. No patient injury occurred.

Manufacturer narrative:
UDI (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-01363 additional information indicates there was mild calcification. Post dilation was done. The doctor does not think it was calcification as the native valve was not very calcified, and it was a young patient. The edwards commander delivery system was returned for evaluation after being used in the procedure. The delivery system was visually inspected. There was a longitudinal balloon burst, but no missing balloon pieces. No relevant functional testing could be performed. Balloon wall thickness measurements were taken along the edge of the tear. A thin wall could leave the balloon more susceptible to bursts and may be indicative of a manufacturing nonconformance. All measurements were within specification. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. The complaint was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. A review of available information suggests that the balloon burst was likely caused by patient or procedural factors. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As reported, the patient had a mild valve degree of calcification, which can lead to a balloon burst. In this case, a balloon burst could have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have likely become caught on the tip of the sheath. Available information suggests that patient (calcification) and/or procedural (withdrawal of a ruptured balloon) factors contributed to the complaint report. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus. The technical summary is applicable to this complaint because calcification was present in the annulus and could have caused the balloon to burst. Since no edwards defect was identified in the evaluation, no corrective or preventative action is required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.